Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that the patient received a 1st-2nd degree burn at the grounding pad site during an atrial flutter ablation procedure. The burn was described as a fluid filled blister 2cm in diameters on the patient's lower left abdomen. The burn was treated with silvadene cream. The grounding pad was discarded.